Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of images are not clear was unconfirmed. The unit is giving a bright and clear imaged. There is no root cause as the issue could not be reproduced.

Event description:
It was reported dim display when turned on. Verified they have tried to adjust the brightness settings. Possible backlight issue. No other information was provided.

Event description:
It was reported dim display when turned on. Verified they have tried to adjust the brightness settings. Possible backlight issue. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.